Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. The customer communicated that the patient was listed 1a for heart/kidney transplant due to chronic gi bleeding and a decline in renal function. The patient remains ongoing with a low target inr goal 1.6-2.0 and has been prescribed oral danazol, a proton pump inhibitor (ppi), and carafate. Bleeding and renal failure are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The gi bleeding events were not previously reported to the manufacturer. (B)(4). Approximate age of device ¿ 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient developed chronic gastrointestinal (gi) bleeding over an unspecified period of time; a date of onset, and information regarding the site of bleeding or treatment, were not provided. The patient also experienced declining renal function. The patient was upgraded to status 1a for a heart and kidney transplant reportedly due to the gi bleeding.

Event description:
Additional information: it was reported that the patient had three admissions for gastrointestinal (gi) bleeding since implant on (B)(6) 2015. On (B)(6) 2016, the patient was dizzy with position changes, had a low pi parameter, and had melena. While at a rehab facility, labs found determined gastrointestinal (gi) bleed. The patient was admitted with an international normalized ratio (inr) of 3.8 and a hemoglobin (hgb) of 6.8. The patient¿s lowest recorded hgb was 6.6. The patient was transfused 15 units of packed red blood cells (prbcs) and 4 units fresh frozen plasma (ffp). Intravenous (IV) proton-pump inhibitors (ppi) were administered. An esophagogastroduodenoscopy (egd) and colonoscopy were performed. Right sided ischemic colitis was found and biopsied. Warfarin was held for one month and aspirin was held. The patient was taking carafate, twice daily (bid) ppi, and danazol. The patient¿s target inr was lowered. On (B)(6) 2016, the patient was admitted for anemia and melena. Warfarin was held due to supratherapeutic inr. Gi was consulted. An egd was to be performed and the patient was instructed to ingest nothing by mouth (npo). The egd did not reveal any active bleeding. Some areas of esophageal erosion were found. The patient had a hemoglobin and hematocrit (h&h) of 7/24. Two units prbcs were transfused. H&h improved and stabilized. Warfarin was restarted prior to discharge. On (B)(6) 2016, the patient was admitted with fever and general malaise. The patient¿s inr was supratherapeutic at 4.1. At time of admission hematocrit (hct) was 28. On (B)(6) 2016, the patient developed melena. The patient¿s hct dropped to 24 and gi was consulted. An egd was performed on (B)(6) 2016 which revealed normal esophagus. A single small papule (nodule) was noted with no bleeding and no stigmata of recent bleeding was found in the stomach. The duodenum was found to be normal. Video capsule was completed successfully. Reportedly, the patient remains on oral (po) danazol twice per day (bid), ppi, and carafate. The patient is unable to afford octreotide injections. The patient¿s target inr goal remains low between 1.6 and 2.0.

Manufacturer narrative:
Device evaluation: no device-related issues were identified through the evaluation of the explanted pump and a direct correlation between the device and the reported gastrointestinal bleeding and renal failure could not be conclusively determined. The pump was returned assembled with the driveline severed approximately 7 inches from the pump housing and the distal portion of the driveline was not returned. Evaluation of the sealed inflow and outflow conduits revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump also revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Bleeding and renal failure are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: on (B)(6) 2017, the patient was transplanted. The pump was returned for evaluation. Additional information received stated that the patient had one additional episode of gastrointestinal bleeding since (B)(6) 2016. No further information regarding the new gastrointestinal bleeding event was provided. It was also reported that the patient was also elevated to status 1a on the transplant list due to right ventricular failure.